Event description:
It was reported that during implant, the physician had difficulty placing the stylet into the lead lumen. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.